Event description:
Covidien received a report alleging that device did not provide audio tone.

Manufacturer narrative:
The caller declined returning the product for eval. The service history were reviewed, and there were no similar complaints or services performed for this unit.